Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) cannot be reviewed since the device serial number was not provided. Additional information is currently being requested from the healthcare provider. If any new information is received, a supplemental report will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a (B)(6) y-o patient with bioprosthetic valve in the mitral position is scheduled for redo surgery after an implant duration of approximately 3 years due to degeneration leading to regurgitation. No other information was provided.

Manufacturer narrative:
The reported event cannot be confirmed as the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd.

Event description:
Edwards received information the valve was explanted and patient was discharged home in good condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.